Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, resulting in the pump shutting off. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.